Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10 upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 00001825034 .

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 00001825034 .

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: femur 62.5 item # unknown lot # unknown. Tibial tray 67mm item # unknown lot # unknown. Report source: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05040, 0001822565-2019-05041.

Event description:
It was reported the patient underwent a left total knee arthroplasty a year ago and is experiencing stiffness and pain. No additional patient consequences were reported. Attempts have been made and no further information has been provided.